Manufacturer narrative:
Device passed the displacement test, sleep current measurement, self test and active current measurement. All currents within specification range. Device was monitored and no unexpected power loss or battery anomaly alarm noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that a low battery alert was not received prior to oa replace battery now alert. The customer's blood glucose reading was 41 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.